Event description:
Sales rep reported on behalf of the customer that when using the aiming device, it was not possible to drill the bone drill through the expected hole. He added that afterwards it seemed that the distal part of the aiming device was broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.